Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-05, additional information was received from the healthcare professional (hcp). The hcp stated, "does not appear pump has flipped at this time. Has lost significant weight but not flipped".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt, dose and concentration not reported via an implantable pump. The consumer thought it was 17.9 mcg/day constantly and with boluses gets a max of 20 mcg/day but was not certain. The indication for use was non-malignant pain. On (B)(6) 2019, it was reported that the patient lost about 100 pounds (patient had gastric bypass surgery) and the pump had flipped. The patient needed to wear a binder as she sometimes this the pump. No patient symptoms and no further complications were reported or anticipated.